Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10 device identifier - (B)(4) the device was returned for evaluation. The DHR reviewed no abnormalities related to the reported failure. Visual inspection on the unit a3102 base unit found light marks on the device which are evidence of usage. The evaluation showed that the slide knob was functioning properly without any issues or difficulty and the handle of the base unit was moving normally and freely along the connecting tube (stainless pipe). There was no resistance when moving the handle and the left bracket. The observed condition is likely caused by improperly handling of the handle of the base unit/improper positioning of the base unit. The reported complaint is unconfirmed. The base unit was functioning as intended. The definite root cause of the observed condition cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the a3101 mayfield composite series base unit standard, had a movement issue of the slide knob. The slide knob did not move smoothly and stop when it was operated while being lifted to insert the base rod into an operating table. There was no patient contact, injury or a surgical delay reported.